Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed a recharger failure, no device found message. Cable insulation is torn at donut end. Antenna test temp failure. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) and patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that the pt reported to the rep that they were getting an mo3 error code on the patient programmer device. The rep attempted to troubleshoot with the pt by removing the battery and placing it back inside, but that did not resolve the issue. The rep instructed pt to call patient services. The pt called into patient services and stated initially "it ain't working". Pt clarified the controller wasn't working. Something came up on the screen that said "m03" but the screen went away. Pt was trying to charge the ins when the message displayed. Pt stated it has been acting up during recharge for the past couple of weeks. Pt added the paddle gets "real hot" in the past couple of weeks. The manufacturer's patient services specialist (pss) reviewed that it was normal for the paddle to be warm during recharge but caller stated this is "hot" not "warm". Pt reported seeing "low controller battery recharge the controller" with pss on the line. Pt removed the li battery and plugged the controller into ac power and verified that the controller powered up. Pt put the battery in and verified the controller was flashing green. Pt stated there was no visible damage to the rtm cord. The issue was not resolved. No symptoms were reported. A replacement recharger was sent out.